Manufacturer narrative:
No product was returned however the pumps operators manual indicates (see user manual section references") that the pump will alarm. No disposable" if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that the device had a no disposable pump won't run alarm. Air in line was noted. Patient not affected. No patient injury reported.